Event description:
No harm to patient. Medtronic onyx frontier stent size 2.75mmx8mm package was opened for cath case. As md was prepping device, they discovered there was no stent mounted on the balloon.